Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer alleges the seat post pivot is broken and seat is moving - does not know what happened.